Event description:
It was reported that continuous glucose monitor displayed error message and customer experienced cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and error message did not appear again after reset; no additional information was received regarding the outcome of the event.